Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported loss of connection issues occurred between the transmitter and the pump for an unspecified duration of time. Reportedly, the pump and transmitter regained connection. No additional patient information was available.